Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, discomfort, dysfunction, weight gain, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. It was additionally alleged that patient underwent revision procedures on (B)(6) 2007, (B)(6) 2007, (B)(6) 2011 and (B)(6) 2011. A review of invoice history confirmed the initial surgery date; however, invoices could not be located to confirm the revision surgeries and whether biomet product was implanted in the subsequent revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2007 reports patient was revised due to infection. Revision op report notes infected bursa with purulent material present, a loose acetabular component, local bone destruction on both the acetabular and femoral sides, and fibrotic tissue. Components were removed and replaced with antibiotic spacers. Patient records further report heterotypic bone formation with thickened hypertrophic pericapsular tissues and benign joint fluid were noted during second stage of the revision on (B)(6) 2008. The cement spacers were removed and competitor components were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-02809/02812).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, discomfort, dysfunction, weight gain, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. It was additionally alleged that patient underwent revision procedures on (B)(6) 2007, (B)(6) 2011. A review of invoice history confirmed the initial surgery date; however, invoices could not be located to confirm the revision surgeries and whether biomet product was implanted in the subsequent revision procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.